Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately (B)(6) 2022.

Event description:
It was reported that the patients ipg wont no longer charge fully. The patent underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned as per hospital policy.

Event description:
It was reported that the patients ipg wont no longer charge fully. The patent underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned as per hospital policy. Additional information received that the patient have a battery change due to upgrade in technology for the cervical stim.